Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/22/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot number an7832, and no non conformances / manufacturing irregularities were identified.

Manufacturer narrative:
(B)(4). Date sent to the FDA; 3/15/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h6. Additional h3 investigation summary: the product was returned to ethicon inc for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined nine unopened samples of product code 3171t and fifteen unopened samples of product code 1171t were received for evaluation. Due to a mismatch between the product received, a further investigation was performed, and it was determined that these product belongs to different lots and the manufacture was processed with a month of the difference of them. The lot number an7832, product code 3171t was manufactured on 08/14/2020, and the lot # an8903, code 1171t was manufactured on 09/08/2020, due to this difference of date the condition of the reported complaint cannot happen in the manufacturing site. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device lot number an7832, and no non conformances / manufacturing irregularities were identified. A manufacturing record evaluation was performed for the finished device lot numberan8903, and no non conformances / manufacturing irregularities were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: is this a product mix ? Since two different product codes 3171t and 1171t were found on the same box same lot number an7832 of 24 sutures please clarify please clarify what is the specific issue with the device during this single procedure? Do you have any photos for analysis? Mismatched product was mistakenly placed in the box. The box was item 3171t however there were 1171t units. We do not have a photo and the material is available for return. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that when the box of suture was opened, it contained mismatched product inside. It contained 9 packages with the correct product code and 15 packages with a different product code. There were no adverse patient consequences reported. Additional information was requested.